Event description:
It was reported that the screw on tooth site #13 fractured in the patient's mouth. The implant remains implanted.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
One unknown biomet screw and one unknown biomet implant were not returned. Since products have not been returned, physical inspection could not be performed. The investigation has been performed based on the available information using associated IFU/rm files. Functional testing could not be performed because the products were not returned. Pre-existing conditions: tooth #13. Unknown bone density. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. DHR, sterilization, and complaint history review could not be performed (implant), as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction could not be verified, and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned

Event description:
No further event information available at the time of this report.